Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during an angioplasty procedure, the distal part of the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was appeared to be bloody and the balloon was appeared to have the peeled pebax and frayed fibers. On the functional evaluation, the balloon was inflated to 25 atm using an in-house presto inflation device and the water was noted leaking from the balloon . The balloon fibers where stripped and under microscopic examination a partial circumferential rupture was noted to the balloon. No other functional testing performed. Therefore the investigation for the reported balloon rupture was confirmed as the circumferential rupture was noted on the balloon under the microscopic observation. The investigation for the identified peeled pebax and frayed fibers was confirmed as the peeled pebax and frayed fibers were noted on the balloon. A definitive root cause for the reported circumferential balloon rupture and the identified peeled pebax, frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. H10: b5, d4 (expiry date: 01/2024), h11: h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the distal part of the pta balloon allegedly ruptured at 25 atm. There was no reported patient injury.